Event description:
It was reported that the platform compressed 3 times with a new battery then stopped. A spare battery was used with same results. This event was experienced on a (B)(6) patient. Manual CPR was performed and there was no adverse effect to the patient.

Manufacturer narrative:
Complaint of "new battery allowed platform to compress 3 times when stopped" was not verified. Platform was run with customer's battery sn (B)(4) for 45 minutes using a test manikin and 7 minutes with large resuscitation test fixture, which is equal to a 250 pound patient with no issues. However, based on the archive file, battery sn (B)(4) was not involved in the reported incident. Archive file shows that on the date of the event, only one battery, sn (B)(4), was used and that the battery voltage was low, therefore, platform ran for 86 compressions and stopped. No adverse event reported.